Event description:
A left ventricular assist device pt (lvad) experienced difficulty with their back-up driver after needing to switch when the primary drive had a warning alarm for temperature. The driver did not start pumping and produced a low pressure alarm. After several attempts to get the driver going, some minutes later, the pt fainted and handpumping was required. An ambulance was sent to for the pt and they were switched back to the first driver. The pt was transported to the hosp, given new equipment and discharged.